Manufacturer narrative:
The returned sample was inspected at the manufacturing site. The received sample was only half of lens. Visual inspection revealed a few loose particles on the optic zone, which is compatible with the handling of the lens out of sterile environment. The observed condition of the received lens is consistent with a lens that has been implanted and explanted from the eye. Results from the miq (measurement inspection quality) database indicated that lens corresponds to a 17.0 diopter lens. Due to the condition of the returned sample, no further testing was conducted. A review of the manufacturing records showed no deviations or nonconformities. The documentation showed all process operations presented in the manufacturing record were in compliance with product specifications. All test results showed a pass condition. A review of the process and/or material change does not show a change in manufacturing method, inspections or specifications. Product met manufacturing criteria prior to release. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that an intraocular lens (iol) was required to be explanted in a secondary procedure owing to an incorrect diopter lens being implanted. The lens was replaced with a zcb00 lens with a 21.0 diopter power. The patient was reported to be doing well. No further information has been provided.

Manufacturer narrative:
(B)(4) - explant of the intraocular lens. All pertinent information available to the manufacturer has been submitted. Placeholder.